Manufacturer narrative:
Corrected data: g5 -510k to k170052; d1 to 25 ga posterior wide-field elite pack. Additional info: the device has been discarded by the user facility. No serial number is available, therefore no DHR review could be performed. No root cause could be determined since no device was returned. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. The investigation is complete.

Manufacturer narrative:
It was reported that the device was not retained, and therefore cannot be returned for evaluation. No patient harm was reported. Additional investigation results are pending.

Event description:
A user facility reports they have been having problems with the cutter over the last month. The cutter does not cut correctly. It is reported that the cutter stirs the vitreous but does not cut it unless it has been removed and placed back in the eye. Then, it either works or they have to switch cutters. Site did not specify how many times this occurred, but said it occurred frequently in the last month.